Event description:
It was reported that a novum iq large volume pump did not infuse correctly. The pump was programmed to deliver chemotherapy over a 2-hour period, with an unspecified primary line primed with saline and an unspecified secondary line connected for the chemotherapy. Initially, the secondary line was noted to be dripping well, but after some time, the pump beeped to indicate 'air in line'. Upon inspection, it was discovered that there were 40 minutes remaining for the infusion, yet the chemotherapy bag was almost full and the primary line was completely dry, as the pump had been pulling saline instead of the medication. To rectify the situation, additional volume was added to the pump, which took an additional 40 minutes to complete, extending the infusion time beyond the intended 2 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.